Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and an unexpected restart. Customer does not recall any significant events leading to the error. Customer's blood glucose was 297 mg/dl at the time of incident. Troubleshooting was done for motor error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a64 noted during self test due to faulty electrical component on the radio frequency board. The insulin pump functioned properly; passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm tests. No motor error alarms noted and motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.